Manufacturer narrative:
(B)(4). The device history reviews for product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot number 73g1500283 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the rubber band snapped while in use. The patient's condition was reported as fine.